Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high impedances of 2361 ohms bipolar and 2232 ohms unipolar.